Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that her blood glucose is usually between 200-400 mg/dl. The customer stated that she had to change out infusion sets each day and had to take five times as much insulin as normal. The customer stated that she never took that much insulin with other sets. The customer stated that there were no bent cannulas. The customer stated that there were no delivery alarms.